Manufacturer narrative:
The involved device was not available for the manufacturer. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. Breakage of the screw was probably caused by fatigue. Cases of nonunion as well as subsequent fatigue fracture of the implant are known and documented in the literature. This report is submitted following an FDA inspection at the manufacturer facility.

Event description:
A piccolo composite tibial nail and interlocking screws were implanted. Distal screw broke within 100 days post-operation, and patient was immobilized, trying to get fracture to heal. About 9 months post-implantation, a revision surgery was performed due to non-union.